Event description:
It was reported that the patient was being jolted by the 0-3 subcutaneous lead and this had started in march prior to this report. It was noted that the caller also mentioned it had started 3 months before july which did not match the given date. Patient felt a jolting at the incision site where the lead was introduced when that lead was activated. Impedances were between 1300-1400 ohms and group impedances were program 1 233 ohms, program 2536 ohms. It was further noted that the healthcare professional (hcp) had done some imaging but had found no apparent system problems. It was noted that the jolting sensation was present whether the 0-3 lead was programmed independently or programmed to ¿cross-talk¿ with the other leads. Extensive reprogramming was attempted but had not resolved the issue. Information omitted, see related pe 700422738. Additional information received reported impedances were in range and there was sharp pain using the subcutaneous leads. The cause of the issue was not determined. The patient would be getting a revision in the near future but nothing was scheduled at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3888-45, lot# v143279, implanted: 2009-(B)(6), product type lead, product ID 37082-20, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708120, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 3888-45, lot# v250535, implanted: 2009-(B)(6), product type lead. (B)(4).